Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp2398 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC wire will not thread through introducer needle. Once the needle was removed, flushed fine, wire still wouldn't advance. Nurse cut the tip of the wire off to try to advance again and it went through the needle fine."